Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level went as high as 521 mg/dl and 298 mg/dl. Customer treated their high blood glucose levels via insulin pump. Customer's blood glucose level was 160 mg/dl at the time of call. Customer advised the auto mode feature was on during the high blood glucose event. The insulin pump will not be returned for analysis.